Event description:
It was reported that foreign matter was found in the bd angiocath¿ plus IV catheter cannula. The following information was provided by the initial reporter: "foreign matter in the cannula."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: returned to manufacturer on: (B)(6) 2023. H6: investigation summary a device history review was conducted for lot number 2176952. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the affected device was received at our facility for evaluation. Our engineers photographed the device and subjected it to decontamination. During the decontamination process the foreign material was lost, preventing identification of the material through compositional testing. This nonconformance has been confirmed. Our engineers referenced the previously taken photograph of the foreign material, and conducted a review of the manufacturing line. They were unable to find any potential sources at the assembly stations, raw materials, or personnel. Unfortunately, the origin of the material could not be identified at this conclusion of our investigation. Current controls are in place to monitor and segregate foreign matter during the assembly and packaging processes, including automated visual inspections, strict housekeeping protocols, and regular in-process inspections.

Event description:
It was reported that foreign matter was found in the bd angiocath¿ plus IV catheter cannula. The following information was provided by the initial reporter: "foreign matter in the cannula."